Manufacturer narrative:
Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation. There is no information suggesting there was any malfunction or deficiency of the edwards valve. However, this event was likely due to patient and/or procedural related factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient with a 21mm 11500a aortic valve exhibited moderate-severe paravalvular aortic insufficiency after an implant duration of eight (8) months. Recent echo revealed the aortic valve was rocking in motion secondary to partial dehiscence at the area of the left coronary cusp. The patient was initially evaluated for a redo-avr procedure; however, the patient refused surgery and asked to be considered for a tavr. Subsequently, the patient has requested to transfer to another facility. No other details at this time.

Event description:
It was reported that a patient with a 21mm 11500a aortic valve was explanted after implant duration of eight (8) months due to endocarditis. Initial pre-op echo showed the valve was rocking secondary to partial dehiscence, and moderate-severe paravalvular aortic insufficiency. Per the medical records: there was a concern for endocarditis pre-operatively; however, the blood cultures were negative and there was no vegetation on echo. One (1) month later, the patient underwent redo avr for severe ai. During the surgery annular destruction was found due to endocarditis. A bentall/commando procedure with bovine patch to rvot with a 21mm konect avc was performed. The patient was immediately started on antibiotic therapy, in treatment of endocarditis in the postoperative period. He had complete heart block in the postoperative period, a dual-chamber permanent pacemaker was inserted on pod #6. The patient was discharged home with IV antibiotics on pod #10 in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.